Event description:
The customer reported being hospitalized with low blood glucose. The caller also mentioned that the insulin pump alarmed motor error a few weeks ago. The customer stated that she over bolused; he was numb to be woken up and was convulsing. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Assisted the customer to perform the displacement and self test and they passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.